Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they have experienced tiredness, "no energy, heavy legs and irregular rhythms". The patient queried if their implantable pulse generator (ipg) was working. The ipg remains in use. No further patient complications have been reported as a result of this event.